Manufacturer narrative:
(B) (4).

Event description:
The facility representative reported a colleague infusion pump which overdelivered during patient use in the cath lab. The device was set up to deliver a secondary solution of 250 milligrams angiolax reconstituted in 5 milliliters of water at a rate of 500 milliliters per hour followed by 28 milliliters of a primary solution of heparin at a rate of 28 milliliters per hour. The nurse started this program and noticed a short time later that the device was alarming for air in the line as the bags and tubing were empty. The nurse reported that the infusion ended more quickly then she had expected. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
Per patient's surgeon, reimplantation surgery took place on (B)(6), 2010.(B)(4). Device not available for evaluation.

Event description:
Per the physician, the patient reported experiencing pain at the site of the fixture. The patient was administered corticosteroids and analgesics which did not alleviate the issues. It was verified that fixture was loose and fell out. Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.